Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the device did not finish the staple line at the distal part. Manual suture was done to complete the case. The surgical time was extended by 30 minutes or more due to the problem. The event led to one day extended hospitalization.